Event description:
It was reported that the device displayed all three (attention, charge-pak and wrench) icons. This reported issue is indicative of a device that will not power on. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). The customer has advised physio-control that they will be replacing the device. The customer has not provided information on making their device available for evaluation by physio. The device has not been returned to physio for evaluation. The cause of the reported failure could not be determined.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. It was determined that the cause of the reported failure was due to an interruption during the aha (american heart association) software upgrade performed by the customer. The device did power on and deliver therapy when received by physio-control. The reported issue was due to use error.